Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Found during in-house testing: system crash with an exception after abrupt shutdown.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00094) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g4) additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6). The device referenced in this report was not evaluated; therefore, the investigation of the device could not be performed.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00094) submitted in 2016 did not go through correctly. During technical product testing performed in-house, the system crash during an abrupt system shutdown. There was no patient involved during the study. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update adverse event or product problem (see b), device available for evaluation (see d10), update follow-up type (see h2), update device evaluated by manufacturer (see h3), update event problem and evaluation codes (see h6), and provide the investigation results. Root cause: for this case, the event occured during stress testing of the product in-house. A review of the system log showed that the hard drive got corrupted after an abrupt shutdown. The file corruption was in an area that is essential for the system operating system, and the system would not boot after the file corruption.